Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu serial number (B)(4) was evaluated at the european distribution center. Visual inspection of the returned mpu revealed that the casing on the patient cable connector was loose. A crack was also observed on the mpu handle. The damaged parts did not affect the functionality of the unit during testing. Preventative maintenance was performed, and a full functional checkout was performed and the unit passed all tests without any issues. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(4) , was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use ¿equipment storage and care¿ and heartmate 3 patient handbook ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rubber encasing of the patient cable of the mobile power unit (mpu) was loose and the handle was cracked.